Manufacturer narrative:
The distributor's rep replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer advised datascope's distributor that while the unit was in use on a pt, the unit shut down. The pt was switched to another unit and therapy was continued. No pt injury was reported. This failure reportedly occurred on two previous occasions on the same unit (in 2007).